Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was unable to be confirmed via the submitted log files and was unable to be reproduced during evaluation of the returned heartmate 3 system controller. The submitted log files showed the system functioning as intended. The returned system controller, serial number (B)(6), passed all preliminary testing procedures and successfully operated in a mock circulatory loop for an extended period of time without issue. No atypical alarms were able to be reproduced. The provided information indicated several brief low voltage alarms activated on the system controller, which resolved after the system controller was exchanged. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to interpret and troubleshoot low voltage advisory alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to keep the system controller power cables away from any liquid. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was presented to the clinic with multiple low voltage alarms on the system controller. The last 6 alarms were low voltage alarms lasting less than 6 seconds. The event log file captured persistent pulsatility index (pi) events throughout the log file which shortened the data capture to just a couple of hours. No low voltage alarms were seen in the log file due to brevity of the log file. The cause of the alarms was stated to be a controller fault, and the controller was sent back for evaluation. The site interrogated the device, and it was decided exchange the controller and give the patient new batteries. Exchanging the controller was stated to have resolved the event.